Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to an accident and also had a partial display on their insulin pump. The customer's blood glucose was unknown. Customer needs pump replaced says it was in an accident, is hospitalized right now and can't go home without a loaner pump. Ordered a new one. The customer also reports partial display on their insulin pump due to an accident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing or partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Device received with corroded battery tube noted.